Event description:
It was reported the ventricular adapter is broken. The device was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ventricular output connector is broken. Analysis also found the upper and lower cases are broken. Ring cover, side bail covers, ring, side bails, and battery drawer o-ring are missing. It is noted the device passed all incoming functional tests.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.